Manufacturer narrative:
(B)(4). Study title: post-transplant encapsulating peritoneal sclerosis: presentation of cases and review of the literature. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis, encapsulating peritoneal sclerosis (eps) and sepsis coincident with automated peritoneal dialysis (apd) therapy, identified in a literature article. The peritonitis occurred on an unreported date after a kidney transplantation. Within one month of hospital discharge from the kidney transplant the patient was admitted to the hospital for ¿colicky¿ abdominal pain, nausea and vomiting. On an unreported date, surgical intervention was required; the patient was diagnosed with encapsulating peritoneal sclerosis (eps). On an unreported date, adhesiolysis was performed. On an unreported date the patient was started on tamofixin 20 mg daily (dose, route and duration not reported). On unreported dates the patient underwent 2 enterolysis procedures. The peritonitis was reported as a result of surgical intervention due to eps. On an unreported date, therapy with icodextrin was stopped. Four years and one month after the diagnosis of eps the patient passed away. The cause of death was reported as peritonitis and sepsis. It was not reported if an autopsy was performed. No additional information is available.